Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an unspecified procedure, a stent failed. The procedure name, anatomical location, and lesion characteristics are unk. The sentinol biliary stent 10x41mm "did not work". No pt complications or injuries were reported. The pt's status is reported as "ok". Multiple attempts to obtain additional info have been unsuccessful.